Event description:
The pt reported he is new to this insulin infusion device, and is unsure if he is programming his boluses correctly. He stated he has had elevated blood glucose readings ranging from 88 to 501 mg/dl. To troubleshoot, the pt's bolus history was checked and showed he had programmed 52.5 units of insulin for the day. He said he thought he had programmed more than that. Troubleshooting did not find any product issues. The pt was advised to keep a record of his bolus history. On follow up, the pt stated he believes he was not pressing the check button to confirm the bolus program. He said he has recorded all of his boluses, and they are showing up in his bolus history screen. He said his blood glucose levels have returned to his normal range. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.